Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia most likely occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was unknown if the hernia worsened with peritoneal dialysis therapy. The patient was not hospitalized for the event. At the time of this report, there has been no medical intervention for the hernia; but the patient was expected to undergo a hernia repair surgical procedure on an unknown date within the upcoming few weeks of the receipt of this report. Dianeal and extraneal therapies were ongoing. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.